Manufacturer narrative:
The lens was returned in a bio-hazard bag with a wet swab. Solution and a clear liquid was observed on the lens. Both haptics were bent in the gusset area. The optic was torn/split/cracked and cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company 18.0 diopter, add power +2.2 & 3.2 lens model was replaced with a monofocal company 18.5 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. There are other 2 lot complaints. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and difficulty reading street signs. The patient was not happy and requested an exchange. The iol was removed in a secondary procedure, 168 days following the initial procedure. There are two medical device reports associated with this patient. This report is associated with the left eye. Additional information has been requested; however, further information has not been received.